Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested, but never received. The lot number was not provided; therefore a batch review was not conducted.

Event description:
A customer reported to baxter UK that an aqualine set had disconnected during patient therapy. Therapy was discontinued and no patient injury or harm was reported.